Event description:
It was reported the customer received the following results on the mobile system: 14:18h: 7.7mmol/l 14:28h: 22.9mmol/l 14:30h: 10.9mmol/l 14:33h: 6.8mmol/l no adverse event reported. Return of the suspect device was requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.